Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an accident and was hospitalized. Customer's blood glucose level was reported at 207 mg/dl. The customer was walked through trouble shooting to see if their pump was still working properly. Customer states they found air bubbles and learned how to avoid air bubbles from forming. No further information was provided.